Event description:
It was reported via repair work order that the foot end and head end were stuck in elevated position due to malfunction signal coil cord and potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.